Event description:
Reportedly, during testing the pump made a loud noise, then the unit locked up and restarted and went to standby mode. After restarting the ventilator, the touch screen was observed to be frozen. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).